Event description:
It was reported a patient experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy effluent and abdominal pain was unknown. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified medication. At the time of this report the patient was recovering from the events. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unreported date "described as few days back". This report involves a patient who experienced cloudy effluent and abdominal pain in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.